Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11027r44, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the patient's pump was removed and upon removal, the catheter snapped and was left abandoned. No symptoms or patient complications reported.